Manufacturer narrative:
Continuation of d10: product ID pb1018 (serial: (B)(6):product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 12 years 4 months following the implant of this transcatheter bioprosthetic pulmonary valve (B)(6),the valve was replaced with another transcatheter bioprosthetic pulmonary valve ( f249458). The reason for replacement was not reported. No additional adverse patient effects were reported.

Event description:
Additional information was received that 10 years 5 months following the implant of this transcatheter bioprosthetic pulmonary valve, endocarditis was observed. 10 years and 6 months following the valve implant, patient reported symptoms of decreased energy, night sweats and weight loss from endocarditis. 10 years and 8 months following the valve implant, evaluation revealed and vegetation on leaflets with mild stenosis and mild to moderate insufficiency. No treatment was reported. 11 years and 8 months following the valve implant, mild pulmonary stenosis with v-max of 3.0 meters per second (m/s) and moderate valvular insufficiency was observed. 12 years and 2 months following the valve implant, slight progression of pulmonary valve insufficiency and increased symptoms of fatigue were reported with no treatment. 12 years and 4 months following the valve implant, the patient was evaluated for pulmonary valve replacement due to pulmonary valve insufficiency from endocarditis. During the pulmonary valve replacement, a 12 french (fr) non-mdt sheath (ideal) was placed in right femoral vein. 4 fr non-mdt sheath (ideal) placed in left femoral artery. 5 fr non-mdt sheath (ID eal) placed in left femoral vein and 3000 units of heparin administered. Antibiotics were given. Balloon dilatation was performed on all stents with a 22 millimeter (mm) balloon. The balloon was dilated up to 16 atmosphere (atm). A second melody valve (f249458) was loaded and advanced to an acceptable position. Mild valvular insufficiency was observed due to the catheter and wire positioning. The catheter was pulled back and follow up angiography showed the valve was positioned well with no right ventricular outflow tract (rvot) obstruction. Final main pulmonary artery (mpa) angiogram showed no valvular insufficiency. The patient discharged the following day on aspirin. 1 month follow up following the pulmonary valve replacement, the patient reported to have no post procedural complications and on aspirin. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.